Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on the aviva meter within 10 minutes: (B)(6). No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.